Event description:
It was reported that the device triggered a false elective replacement indicator (eri). It was noted that the patient took a fall that would have impacted the chest around the time of the eri trigger. The device was reprogrammed out of eri and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.